Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve the patient became hypotensive. Cardiopulmonary resuscitation (CPR) was initiated to stabilize the patient while the valve was being deployed. Due to the chest compressions, the valve was implanted too high at 3mm above the annulus. A second valve was implanted valve in valve with no adverse patient effects reported.

Manufacturer narrative:
Product analysis: the product remains implanted, therefore, no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should additional information be received, a supplemental report will be filed. (B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.